Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient expired unexpectedly on (B)(6) 2018 due to unknown causes. Reportedly, an autopsy is being performed with additional information pending when an update is made available.